Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A scrub technician reported that the probe was not cutting during an anterior vitrectomy procedure. The settings on the console were adjusted by the scrub technician and priming was attempted again; however, this did not resolve the issue and the surgeon further indicated that the probe was not aspirating. The scrub technician made another attempt to re-prime and flush the probe, which was subsequently handed to the surgeon whom elected to abort the procedure. The patient was left aphakic and is expected to return on an unconfirmed date for a secondary procedure to implant an intraocular lens. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information provided in h.6 and h.10. A device history record (DHR) review was conducted; no anomaly was found during the DHR reviews. The product was released based on the product¿s acceptance criteria. A complaint lot history examination indicates there was one other complaint for the reported issue. No sample was received for evaluation. Because a sample was not returned and the lot information indicates the product was released based on the product¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).